Event description:
Leica biosystems was advised that re-biopsy of one (1) patient will be required because a lymph node biopsy from a mammary carcinoma could not be diagnosed from the original sample. This case involved immunostaining of a section(s) prepared from the lymph node biopsy mounted on a microscope slide(s) using the bond-max fully automated ihc and ish staining system. Information as to whether re-biopsy of the patient has already occurred or the date for which re-biopsy has been scheduled; a patient identifier; the age or date birth of the patient and the gender of the patient has been sought from the complainant. Investigation of this incident by leica biosystems is in progress.